Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the descending colon during a balloon dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon ruptured when inflated to 6 atm. Reportedly, the balloon was removed from the patient. The procedure was then aborted as another of the same device was unavailable. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.